Event description:
It was reported while unloading the empty stretcher from the ambulance the second safety bail did not engage with the hook and the stretcher lowered from the ambulance deck. Before the rear legs were deployed a medic's hand was injured as a result. The injury was described as a contusion and required evaluation and an xray. Damage to the stretcher was observed as a result of the incident. It was reported it was raining heavily at the time of incident and the ground was uneven.

Manufacturer narrative:
The stretcher was returned to the manufacturer for a visual and functional evaluation. There was observed damage to the backrest as a result of the reported incident; however, there were no observations of anything that would have contributed to the reported incident. The damaged backrest was repaired and the stretcher was returned to the customer.

Event description:
It was reported while unloading the empty stretcher from the ambulance the second safety bail did not engage with the hook and the stretcher lowered from the ambulance deck. Before the rear legs were deployed a medic's hand was injured as a result. The injury was described as a contusion and required evaluation and an xray. Damage to the stretcher was observed as a result of the incident. It was reported it was raining heavily at the time of incident and the ground was uneven.